Event description:
It was reported that this patient experienced ventricular fibrillation (vf) and the device delivered anti-tachycardia pacing (atp), which slowed the arrhythmia for a few beats, but then degraded into fine vf. The fine vf was undersensed, which delayed shock therapy. The patient's rhythm was converted after two 41j shocks were delivered. It was noted the patient received a left ventricular assist device (lvad) in (B)(6) 2018, and the r-waves had decreased to 3-4mv. The physician suspected that during that procedure the right ventricular (rv) lead may have been bumped or the tissue may have been affected. In addition, baseline noise was exhibited on the rv lead from the lvad. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. The rv lead was surgically abandoned. No additional adverse patient effects were reported.